Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that he observed an alarm and noted a message "power disconnect - reconnect power 2" on the controller display, although the battery was connected and the battery indicator on the controller displayed three 3 lights. The battery's indicator did not initially work but was reported to be functioning a few minutes later. The patient, then, mistakenly disconnected port 1 and this resulted in a pump stop during which the patient remained asymptomatic. Log files were sent and the battery was replaced. No further information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a power-up event and a motor start event at the time of the reported event of power disconnect alarm. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. A root cause could not be determined as the reported event could not be confirmed or duplicated at the bench level; the battery performed as indented.